Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 12aug2020. A direct correlation between the patient¿s expiration and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021. On (B)(6) 2021 the patient¿s family withdrew care and the patient expired. The event was not considered to be device-related and no alarms, clinical symptoms, or device-related issues were reported in association with the event. Heartmate 3 left ventricular assist system, serial number (B)(6), will not be returned for evaluation as no autopsy was performed and the device was not explanted. Additional information was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away after care was withdrawn. It was reported that the patient outcome was not device related, but it was not indicated whether or not there were device or therapy issues that could have caused or contributed to the patient's death or decision to withdraw care.